Event description:
Information was received from a physician via the product surveillance registry regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump was examined on (B)(6) 2016 and programmed to deliver morphine 35mg/ml at a dose of 23.973mg/day, compounded baclofen 80mcg/ml at a dose of 54.796mcg/day and clonidine 250mcg/ml at a dose of 171.24mcg/day. The most recent refill prior to event was (B)(6) 2016. The patient underwent pump modification and was seen post operatively. The incision was slightly erythematous with no sign of infection. On (B)(6) 2016, the patient noticed redness around the wound with pus coming from the incision and went to the emergency room. The patient was admitted for abdominal wound infection. The clinical diagnosis was noted as pump site infection. The event required in-patient hospitalization and the patient was given antibiotics. The event was related to the device or therapy and related to the implant procedure. As of 5/20/2016, the outcome was resolved without sequelae. Information was received from a physician via the product surveillance registry. On (B)(6) 2016 the patient reported redness at the pump site with drainage. It was a possible surgical wound infection.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was receiving morphine, compounded baclofen, and clonidine at concentrations of 35.0 mg/ml, 80.0 mcg/ml, 350.0 mcg/ml and doses of 23.996 mg/day, 54.847 mcg/day, 239.96 mcg/day respectively at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.